Event description:
It was reported that the insulin pump buttons were unresponsive and had physical damage. Customer stated that when he was trying to give himself bolus the buttons did not work and had scratched screen. Troubleshooting was done. Customer's blood glucose was 350 mg/dl. Customer stated has not treated yet but will be giving injection. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All buttons function properly, however corroded keypad traces noted during visual inspection. Insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.